Manufacturer narrative:
Section h10. Correction to the investigation. The autopulse platform was returned to the zoll san jose service depot for further evaluation. The customer reported complaint of the autopulse platform (sn (B)(6) seizing and the lifeband wouldn't release was confirmed during the functional testing. The root cause was the sticky driveshaft clutch area, which was caused by burrs in the hex cut out and on the surface of the clutch rotor. The clutch plate was deburred to remedy the issue. During visual inspection, there was no physical damage observed on the autopulse platform. No significant discrepancies were found in the archive data file. In addition, unrelated to the reported complaint, the archive showed the presence of the fault code 27 (encoder fault (> 3000 rpm) that occurred during the platform testing performed at the zoll canada service depot. However, the fault code could not be duplicated during the functional testing. During the functional testing, the platform passed the preliminary functional test without any fault or error. The drive shaft was manually turned several times in both directions and verified that the shaft rotates smoothly and freely without resistance. The brake gap inspection was performed and verified the brake gap was within the specification. The belt clip retainer was tested and verified to be functional. However, upon placement of the lifeband and initiation of the take-up, the lifeband was stuck and would not pull up completely. The clutch plate was deburred to remedy the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Event description:
During training at the customer site, the autopulse platform (sn (B)(4) was seizing and the lifeband wouldn't release. No patient involvement.

Manufacturer narrative:
The customer reported complaint of the autopulse platform (sn (B)(4) seizing and the lifeband wouldn't release was confirmed during the functional testing. The root cause of the reported complaint was the sticky driveshaft clutch area, caused by the failed drivetrain motor, likely attributed to the failed component. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data was reviewed and contained the user advisory (ua) 45 (not at "home" position after power-on/restart) and (ua) 20 (position out of range) error messages around the reported event date. The customer did not report any errors or faults, however, the observed (ua) 45 and (ua) 20 can be caused by the sticky driveshaft. This might have caused it difficult for the user to pull up the lifeband completely prior to turning the device on. Also, the archive data revealed the presence of (ua) 12 (lifeband not present) error message, unrelated to the reported complaint. The error message was cleared by the user and was not reproduced during the functional testing. User advisory is a clearable message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. The autopulse platform was able to be tested, however, an intermittent sticky clutch was noted during the functional testing, thus confirming the customer complaint. In addition, unrelated to the reported complaint, during the run-in test, the platform failed due to the fault code 27 (encoder fault (> 3000 rpm). The failed drivetrain motor needs to be replaced to address the reported complaint and fault code 27. Waiting for service repair to be completed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).